Manufacturer narrative:
The root cause of the revision surgery was identified as pain and wear after 2.7 years of use. The initial complaint was not clear on the revision but later was found out to be due to pain. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product, dispositioned as return to vendor and not used in the lot. This is the 10th complaint for this part number, the first complaint for this lot number. Other complaints included 3 for infection, 2 complaints for dislocation, one complaint for pain, one complaint for loose joint, one complaint for unstable joint, and one complaint for trauma. There is no information reported that showed a material, design, or manufacturing problem with the product. The root cause was not determined with confidence.

Event description:
Revision surgery - details unk.